Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: an actual sample and a companion sample (from a suspect lot r25f30161) were received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the third y-site clearlink at the upstream part. It was observed that there was a lack of solvent during the examination of the tubing. The solvent was not applied to all the circumference of the tubing. A dimensional test was performed and was according to specification. The companion sample was evaluated which included a visual inspection, pressure test and clear passage under water, and a pull test, and there were no defects observed that would generate the reported condition. The reported condition was verified in the actual sample. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspected lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set disconnected from the plastic y-site (clearlink). The issue was further described as, intravenous (IV) found running fluid on floor and the patient had blood back flowing out of IV site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.